Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v670475, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v670475, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had not charged due to efficacy issues and had telemetry issues. It was noted that the lead placement was not in the correct position and needed revising. The patient had thus not been using stimulation and went into overdischarge. The patient did not bring a recharger on the day of the report to perform a physician mode recharge (pmr). Later that day it was reported that the implantable neurostimulator (ins) had not been charged in six months. The reporter stated that the patient had let it go into another overdischarged state in the past. The leads were also being replaced on the day of the report, but the impedances could not be checked due to the dead ins. The following day it was reported that the patient was experiencing tourette¿s symptoms. The reporter was able to get the ins out of the overdischarge. Only the leads were replaced, everything else stayed the same. No malfunctions were seen and the patient outcome was not known. Thirteen days later it was reported that the cause of the overdischarge was charging non-compliance. The patient quit charging his ins because he was not using it. When the patient ¿turned his therapy, his depression worsened.¿ the patient was instructed that he had only one more chance before the ins was dead. The patient recovered without permanent impairment.